Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped from 50% to 35% while connected to a power source. Following the battery drop the customer was having difficulty charging the pump. Customer reported blood glucose level was 125 (mg/dl). During a follow the customer stated the battery jumped back up to 100% and the customer has not attempted to charge the pump again. The customer also stated they purchased a new wall adapter. Reportedly, the customer will continue to use the pump for insulin therapy.